Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 500 mg/dl at the time of incident. The customer was reported that the insulin pump had scratched making reading more difficult. The customer was also reported that battery compartment was cracked and battery cap was chipped off. The customer was reported that the insulin pump was died after replacing the battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump monitored for several days. Unit received with all operating currents within specification and passed motor error test and displacement test. No unexpected battery out limit alarm anomalies noted. Pump received with stripped battery cap coin slot(p). Pump received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.